Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the foreign objects in the nozzle due to cause could not determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.